Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of stenosis and angina are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID:(B)(6). It was reported that on (B)(6) 2020, the patient presented with for a percutaneous coronary intervention (pci) to be performed. Pre-dilatation was performed and a 3.5x38mm xience stent (1120350-38, 9040141) was implanted in the left main (lm) to the left anterior descending (lad) coronary artery and a 3.5x15mm xience stent (1120350-15, 9040341) was implanted in the lm to the left circumflex (lcx) coronary artery lesion. 0% residual stenosis was observed with no complications. On (B)(6) 2020, the patient presented with chest pain, mainly in the precordium lasting minutes to more than 10 minutes. Medication provided, and coronary angiography was performed. Per imaging, multiple coronary plaques were observed, including in the obtuse marginal to left cx segment 3.5x15mm xience stent. The om to lcx was observed with 60-70% and 85% stenosis. Per physician, the event was unrelated to the xience device. Another pci was performed as treatment. The patient had no discomfort and was in stable condition. The event resolved without sequela. No additional information was provided regarding this issue.